Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had experienced a blood glucose (bg) of 40 mg/dl with unconsciousness and cognitive impairment associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and emergency protocol was initiated. The reporter stated that the patient was treated by emergency medical services with glucose gel and then in the emergency room with a glucagon injection by their healthcare provider. At the time of the call, the patient¿s bg was 84 mg/dl. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program and the date was incorrect in the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia because of inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: the black box showed that on (B)(6) 2015 at 18:15 there was an unexplained pump reboot. When the pump was powered back on, the time was set to (B)(6) 2015 at 18:19. A manual date change was then made from (B)(6) 2015 at 03:09 to (B)(6) 2015 at 03:09. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at the end of testing, the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the display had a discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.